Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the pacemaker exhibited noise over-sensing which led to pacing inhibition. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. Visual inspection was found to be normal without any potential issue. There were no device anomalies found that could contribute to the reported events. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.